Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt had a suspected fracture in his percutaneous lead. The pt was given an ungrounded pt cable and was made a priority on the transplant list. The pt received a heart transplant.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.